Event description:
A healthcare facility reported that they were experiencing excessive rainout (i.e. Condensation) in a setup that included an rt210 adult breathing circuit and an mr850 respiratory humidifier. No patient consequence was reported.

Manufacturer narrative:
A fisher & paykel healthcare representatives noted the use of an unheated closed suction unit extension made by another manufacturer. The condensate appeared to be forming in this extension. Fisher & paykel healthcare are working with the hospital to help them meet their particular setup requirements.